Event description:
Alleged the left siderail will not latch.

Manufacturer narrative:
The facility's maintenance ordered a siderail latch and push rod assembly. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.